Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they have had a return of bowel symptoms for the bowel. The patient stated it was really hard to know if it had to do with the implant. The patient reported they have been having a flare-up since (B)(6) 2020. The patient stated they were really sensitive so they would never change their settings. The patient stated that they had tried syncing their patient programmer with the antenna to their ins on wednesday afternoon and they got poor communication. While on the call, patient services had the patient try to connect to the ins with the patient programmer, with and without the antenna and they got poor communication. It was noted that the issue was not resolved through troubleshooting. The patient was redirected to their health care professional (hcp) to further address the issue. The patient stated that they had an appointment with their health care professional (hcp) that day but they had told the patient to call the manufacturer company before the patient came. No further complications were reported at this time. Additional information was received from the patient. It was reported that the issue was due to normal battery depletion and possible lead movement. The device will be removed on (B)(6) 2020. No further complications were reported.